Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical jam of inability to open the clip (clip - repeat opening). It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4) the clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the mitraclip (cds 80105u146) was unable to re-open for re-positioning. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The first clip delivery system (cds 80105u146) grasped the mitral valve leaflets for the first time. Following grasp, the clip was unable to be re-opened for re-positioning. Troubleshooting was performed without success so the clip was deployed at that unintended location. The clip is stable; however, not in the optimal position. To try to reduce mr further, a second clip grasped the leaflets; however, the mean mitral valve gradient pressue (mgp) was noted at 11mmhg. Therefore, the mitraclip was not deployed and the device was removed from the anatomy without reported issue. The pressure gradient returned to before 2nd device use. Post procedure, the mr was grade 3 and pressure gradient 4-5mmhg. There was no clinically significant delay and there was no adverse patient sequela. There was no additional information provided regarding this issue.